Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they were trying to increase stimulation and were seeing the message that the system was operating at maximum setting and therapy cannot be increased. Patient stated they were on program 4 at 0.2. Patient said if they go to another program it does the same thing. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to a representative. On 2024-oct-17, additional information was received from the patient stating that the device was not working. Patient stated that they were at the doctor's office yesterday and they couldn't get the device to work. Agent asked the patient what symptoms they were experiencing and patient stated that the handset was telling them that it has reached its maximum output. Patient mentioned that doctor said they might need to go to surgery again to see what happened. The patient was redirected to their healthcare provider (hcp) to further address the issue. Symptoms reported: unspecified urinary symptoms.